Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during priming of peritoneal dialysis therapy. Troubleshooting did not occur due to the even taking place in the past. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event of an unknown alarm was not confirmed. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.